Event description:
It was reported that there was positive pressure and resistance and was unable to complete dose with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: material no: 515003 batch no: unknown. (2 of 2) it was reported that resistance and positive pressure was noted during injection and was unable to complete the injection with the syringe. The following was also provided: recently we had an issue with a mtx im injection . When the nurse tried to administer it, there was resistance and positive pressure. He was unable to complete it with that syringe. The injector lot # is unavailable. Additional info received from local sales rep states, "the syringe size is 5 ml. To ensure the patient received the ordered dose, we did elect to remove the syringe safety device (acknowledging the small amount of drug contained in the device would result in a clinically insignificant reduction in dose delivered) and administer directly from syringe. Given the number of injections that had not worked, we were concerned that the patient would refuse therapy if further unsuccessful efforts were made with a separate set of syringes with phaseal. Proper ppe was worn and no undue hazardous medication exposure resulted. For the first syringe (total dose required 3 separate injection from 3 separate syringes), I can confirm that the nurse initially struggled getting the connector on, but with a little coaching was able to get it connected securely. This facilitated ¿closing the whites over the blue¿ without undue force, which should have opened the fluid path to the syringe. It seems not to have however, as when the plunger was depressed it compressed the liquid with springback of plunger upon release. Dose was not delivered. For the second syringe , I attached the connector myself, handed to nurse to open fluid path at bedside, and dose was successfully delivered. For 3rd syringe, nurse once again tried to attach connector to syringe safety device, with difficulty. Eventually it was on securely, whites closed without undue force, but again no dose was deliverable. Given that I was able to get connector on without difficulty on that second syringe when dose was successfully delivered, but the common issue with the doses that were undeliverable was an initial difficulty attaching the connector, we are wondering whether this could in any way break the device? By studying the syringe device, it seems that if the whites successfully close over the blue (which ultimately occurred in all cases, before trying to administer dose) that the needle contained within should be extending beyond both septa, opening the fluid path. However, this thought doesn¿t reflect what we saw occur."

Manufacturer narrative:
The following field was updated with additional information: describe event or problem: it was reported that there was positive pressure and resistance and was unable to complete dose with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: material no: 515003 batch no: unknown. (2 of 2) it was reported that resistance and positive pressure was noted during injection and was unable to complete the injection with the syringe. The following was also provided: recently we had an issue with a mtx im injection . When the nurse tried to administer it, there was resistance and positive pressure. He was unable to complete it with that syringe. The injector lot # is unavailable. Additional info received from local sales rep states, "the syringe size is 5 ml. To ensure the patient received the ordered dose, we did elect to remove the syringe safety device (acknowledging the small amount of drug contained in the device would result in a clinically insignificant reduction in dose delivered) and administer directly from syringe. Given the number of injections that had not worked, we were concerned that the patient would refuse therapy if further unsuccessful efforts were made with a separate set of syringes with phaseal. Proper ppe was worn and no undue hazardous medication exposure resulted. For the first syringe (total dose required 3 separate injection from 3 separate syringes), I can confirm that the nurse initially struggled getting the connector on, but with a little coaching was able to get it connected securely. This facilitated ¿closing the whites over the blue¿ without undue force, which should have opened the fluid path to the syringe. It seems not to have however, as when the plunger was depressed it compressed the liquid with springback of plunger upon release. Dose was not delivered. For the second syringe , I attached the connector myself, handed to nurse to open fluid path at bedside, and dose was successfully delivered. For 3rd syringe, nurse once again tried to attach connector to syringe safety device, with difficulty. Eventually it was on securely, whites closed without undue force, but again no dose was deliverable. Given that I was able to get connector on without difficulty on that second syringe when dose was successfully delivered, but the common issue with the doses that were undeliverable was an initial difficulty attaching the connector, we are wondering whether this could in any way break the device? By studying the syringe device, it seems that if the whites successfully close over the blue (which ultimately occurred in all cases, before trying to administer dose) that the needle contained within should be extending beyond both septa, opening the fluid path. However, this thought doesn¿t reflect what we saw occur."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: undetermined.

Event description:
It was reported that there was positive pressure and resistance and was unable to complete dose with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: material no: 515003, batch no: unknown. (2 of 2). It was reported that resistance and positive pressure was noted during injection and was unable to complete the injection with the syringe. The following was also provided: recently we had an issue with a mtx im injection. When the nurse tried to administer it, there was resistance and positive pressure. He was unable to complete it with that syringe. The injector lot # is unavailable.